Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
After device implantation, the left ventricular lead was noted to be dislodged. During a device replacement, the lead was capped. The patient is in good condition following the procedure.